Event description:
The customer called and requested assistance with programming a meal bolus. Days later, the customer's sister called and stated that while attempting to change the reservoir, the insulin pump alarmed low reservoir. The blood glucose was 349mg/dl then dropped to 184mg/dl. Instructed the customer if the customer was connected while he put the reservoir into the reservoir compartment without rewinding the insulin would have been pushed into the tubing and the customer. Advised the caller to take the customer to the hospital. A follow up was conducted and found that the customer's gradually has dropped to 58mg/dl. The customer was given orange juice and his glucose level still dropped. The sister stated that the customer had chills and slurred speech. Instructed the sister to call the paramedics. By the time the paramedics arrived his glucose level was 86mg/dl, and the customer was taken to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.